Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, prior to staple firing, the surgeon could not compress the handle to fire the staple load. Another handle was opened and the reload fired. There was no patient injury.